Event description:
It was reported that, "on (B)(6) 2023, when the nurse flushed the tube before giving the patient chemotherapy, the PICC extension tube had a break, and the liquid was extravasated, and the infusion was suspended."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.